Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had a stored pacemaker mediated tachycardia (pmt) episode. It was noted that pmt was induced during a right atrial (ra) lead threshold test while in clinic. Technical services (ts) analyzed device episode data and determined that this was most likely not true pmt due to high atrial rates. It was also noted that the patient was syncopal at the time of the pmt episode. Ts discussed reprogramming options as troubleshooting. No additional adverse patient effects were reported. Currently, this crt-d remains in service.